Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device on (B)(6) 2013. This report is filed (B)(4) 2013.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2013; it is unknown if the patient has been reimplanted with a new device as of the date of this report, (B)(6), 2013.this report is filed (B)(4), 2013.

Event description:
Per the clinic, the patient sustained a trauma to the head (date not reported), exposing the receiver/stimulator unit. The implanted device remains. Explant surgery is scheduled, however, has not occurred as of the date of this report, (B)(4) 2012.